Manufacturer narrative:
Complaint has been updated from a death to a serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the user stated that, when trying to rescue the patient, it was not possible to run defibrillator. The device could not defibrillate. The customer could not provide additional procedure details, therefore, we are considering this to be a shock delivery issue. This case was initially reported as a patient death, however, it was later clarified by the customer there was no problem with the patient. We are considering this to be a serious injury as the user was ¿trying to rescue the patient¿, therefore, we are considering this was life saving therapy which was interrupted. The device was evaluated by a third party. During telephone communication, it was stated there was no problem found with the device. No ECG monitoring strips or case event files were provided to philips for review. The device remains with the customer. No parts were replaced. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the user stated that, when trying to rescue the patient, it was not possible to run defibrillator, which caused patient death. We are considering this to be a shock delivery issue at this time. Additional details have been requested.